Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present due to a defective printed circuit board. Consequently, the panel could not be manipulated due to the defective computer mother board. The patient board was also found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was not producing an image during reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/damaged printed circuit boards could not be identified. Olympus will continue to monitor field performance for this device.